Event description:
It was reported that the target lesion was located at the bifurcation of the left anterior descending artery (lad) and the first diagonal branch. The xience prime 3.0 x 23 mm stent was advanced to the lad, however, it would not cross. During retraction to the guiding catheter, the stent dislodged from the balloon and migrated to the femoral artery. A microsnare catheter was used to successfully retrieve the dislodged stent from the femoral artery. A promus 3.0 x 23 mm stent was implanted in the lad and a xience 2.25 x 8 mm stent was implanted in the ostium of the first diagonal. The patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.